Manufacturer narrative:
Device not returned. The device is not available for return and evaluation because it was discarded by the hospital. Therefore, we are unable to confirm the clinical assessment provided by the health care provider. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This device was explanted due to a paravalvular leak. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the paravalvular leak presented after an implant duration of approximately five (5) years and would not be attributed to factors present at time of implant. However, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 19mm pericardial aortic valve, implanted for approximately five (5) years and one (1) month, was explanted and replaced with a 19mm edwards magna ease aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted due to paravalvular leakage. The device will not be returned for evaluation as it was discarded at the hospital. The surgeon confirmed that this explant was not device related. No additional information has been provided.